Event description:
A grade iii spondylolisthesis reduction and l5 - s1 fusion was performed on patient. Approximately six months and one year post op, one rod appears loosened from the screw head. It was reported that the screw and setscrew are intact. No revision scheduled at this time.

Manufacturer narrative:
All available information has been forwarded to our manufacturer in another country for further analysis.